Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 1 of 2

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the 13-years-old male child patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was 479mg/dl which was treated by turning on the temperature. However, on (B)(6) 204, the patient went to the emergency room due to high blood glucose. Moreover, the issue occurred with two similar types of infusion sets used for three days for event one and four hours for event two.during hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was release from hospital on (B)(6) 2024 with no permanant damage. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024- 08911 correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6004401 in question was manufactured at the reynosa site. The reference samples for the lot 6004401 have already been previously tested for visual inspection in the complaint (B)(4) on 07/jun/2025. All test results were found within specifications as per the test report database complaint (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6004401 was manufactured according to the wi version 108 manufactured in the inset 5, on 21/nov/2023 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code and lot 6004401 and one other complaints have been registered in database for the same lot 6004401 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to adhesive issues, no defect on tests, no non-conformance raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.